Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: can not duplicate with retains as well as no issue found during DHR review or log file review. Source: phone.

Event description:
Reported 10 false positive flu results out of 1000 symptomatic patients tested since december 2021. The customer communicated the results were confirmed negative by molecular (pcr testing).